Manufacturer narrative:
A lot history review indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Product was returned for eval but the eval has not yet been completed. If add'l info is rec'd, will report within 30 days of receipt. (B)(4). No conclusion can be drawn.

Event description:
Info rec'd from our (B)(4) affiliate. On (B)(6) 2011, a pt who wore 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the us) reported experiencing a medical adverse event in both eyes. This report is to capture the info related to the event for the right eye (od). Please also refer to medwatch 1033553-2011-00030 for the info related to the event for the left eye (os). The pt reported initially experiencing a foreign body sensation and redness od. On (B)(6) 2011 the (B)(6) was contacted to conduct a medical interview. A staff member confirmed that the pt presented (B)(6) 2010 with c/o pain and redness od after initially experiencing symptoms (B)(6) 2010. The pt presented wearing eye glasses. The pt was diagnosed with a superior corneal ulcer od. The treating doctor suspected a (B)(6) infection; no culture was taken. Va with correction od: 0.06 (20/340), os: 1.0 (20/20). The pt was treated with erycoli ophthalmic ointment 3.5g, gatifloxacin 0.3% 0.5mg and bestron drops 6 times per day. On (B)(6) 2010, the director of the clinic was contacted and reported that there was "no causality" between the product and the pt's symptoms, that "the pt's contact lens handling was problematic." The ecp reported that the ulcer od resolved (B)(6) 2010. No add'l info is available at this time.